Manufacturer narrative:
It device is reported to be unavailable for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown serial number.

Event description:
The event involved an unknown infusion pump, in which the customer reported a concurrent flow to a patient in the intensive care unit between noon and 5pm. The reporter stated that the patient was being administered propofol drip and being given a bolus of normal saline on line b of the same pump. The physician wanted to give saline boluses. The nurse put the propofol on standby and programmed the normal saline (ns) bolus. They noticed the patient's pressures started dropping with the bolus and they went to check the pump. The line was flushed off the pump using 10 ml saline flushed twice. The fluid was administered on one pump. The propofol was y-sited into the IV tubing below the cassette, and being administered on a separate pump. The same tubing was being used with propofol y-sited in but two different pumps were being used. The propofol was placed on standby while the bolus was being infused and small white drips could be seen coming from where the propofol was being y-sited in. The patient¿s blood pressure dropped during the IV fluid bolus. Once the infusion was completely stopped on the propofol pump, the patient's blood pressure recovered; there was no medical intervention required as a result of the event.

Manufacturer narrative:
Additional information was received for d10 - concomitant product information became available - primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch, product code - 142550489 - manufacturer - ICU medical, inc.